Event description:
The patient contacted animas alleging the pump continued to self-reboot. At the time of troubleshooting, the patient confirmed there was no visible damage either to the pump casing or to the battery cap. The patient reported, she had not replaced the battery cap as recommended in the owner's booklet. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box. No damage was found to the battery compartment or cap. The battery cap was able to secure to the pump and the pump powered on normally. The pump was exercised for 24 hours without power interruptions. The battery cap was tested and no connection defects were found. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.